Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited under-sensing. The right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Event description:
New information received noted that the right ventricular lead exhibited noise.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.